Event description:
The customer's sister reported that her sister's bg levels were "very high - above 400mg/dl" and as a result was taken to the emergency room. She "stopped by the hospital to review pdm settings with the nurse and doctor." When "observing the pod, the cannula was not in her skin" and the pod "was almost off." The sister stated that the customer tans regularly and uses "oils to tan," which is a "possible reason for pod not staying on." Insulet customer support sent samples of skin tac to help with pod adhesion. The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to evaluate the adhesive pad for any abnormality that may have resulted in an adhesive issue. Based on the absence of the pod's all-history, it is unk when the cannula had pulled from the insertion site in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer recognized that the cannula was "not in her skin" and would have immediately removed and replaced the pod. It is known and understood that, based on individual skin sensitivities, customers may experience varying degrees of success with pod adhesion. The omnipod website offers a reference guide that contains a listing of products that can be used to improve pod adhesion. Insulet customer support was sending the customer samples of skin tac to help with the adhesive issue. The report indicated that the customer uses oils on her skin when tanning. The omnipod user guide states "avoid getting body lotion, creams, or oils near the infusion site; these products may loosen the adhesive." No lot number was provided - a review of lot qualification records was therefore unable to be performed.